Event description:
The reporter stated that he had gotten the er1 message, and did not give any further details. He reviewed testing technique with the lifescan rep.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8